Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped2 pipeline failed to open. Phenom27 was induced to m1, then ped was induced and deployment was attempted; however, pipeline ped2-500-30 could not be opened in m1; it was taken down to internal carotid artery (ica) and deployed, but did not deploy sufficiently mainly due to bending, and was collected as a deployment defective product. It failed to deploy in the distal section. The proximal section was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No other operation as performed to deploy the stent. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared according to the package insert. The patient was being treated for an unruptured, amorphous aneuryms in the left internal carotid artery (ica). The max diameter was 7mm and the neck diameter was 4mm. The distal landing zone was 4.8mm and the proximal landing zone was 5.00mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported. Ancillary devices: phenom 27 catheter lot: 228016838